Event description:
Resident was found to be on her right side with her left arm over the side rail and her head over the side of the bed with her neck leaning against the side gait. Resident was pulseless and cyanotic.